Event description:
It was reported that the patient still experiencing incontinence. A surgical procedure was performed to replace the system and new location for cuff. There were no patient complications.